Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the test would not start after blood sample applied, with the adc device. The customer was therefore unable to obtain glucose results and developed symptoms of sweating and fatigued. The customer required third-party treatment of sugar. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the test would not start after blood sample applied, with the adc device. The customer was therefore unable to obtain glucose results and developed symptoms of sweating and fatigued. The customer required third-party treatment of sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and visual inspection was performed, no issues were observed. Control solution testing has been performed with the retain strips and all results were not satisfactory. Observed test did not fire. Reader has been de-cased and performed visual inspection and observed debris inside strip port. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical and stability data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and precision strips, no confirmed complaints were observed. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the test would not start after blood sample applied, with the adc device. The customer was therefore unable to obtain glucose results and developed symptoms of sweating and fatigued. The customer required third-party treatment of sugar. There was no report of death or permanent injury associated with this event.